Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient. The patient stated that the alleged product issue began on (B)(6) 2017, between 16:00 and 18:00hrs. The patient reported that he obtained a blood glucose result of 5.4, 5.8 and 6.0 mmol/l on the subject meter, which he compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self -adjuster) and stated that 20 -30 minutes after obtaining the results he developed symptoms of sweating, weakness and tightness/discomfort in the chest. The patient reported that he then self-treated with food ¿cakes and honey¿ to raise his glucose. The patient denied that he obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.